Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure stylet could not be inserted down the lumen of the atrial lead. The lead was not used and a new lead was implanted. The patient remained stable before, during and after the procedure.